Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that black housing was torn, it was identified during set up, the thoracic grasper instrument was not used in case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main insulation tube exhibited damage along the distal end. The distal end of the main tube exhibited various gauges marks with some material removed. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. Engineering also observed that the main tube surface was still smooth, but it was discolored with pale white marks. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.